Manufacturer narrative:
Section h11 additional mfg narrative of the initial medwatch report indicates: stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker did observe that one of the device's batteries was depleted and the other battery was very low. Stryker replaced both of the device's batteries. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. Section h11 additional mfg narrative of the initial medwatch report should have indicated: stryker evaluated the customer's device and verified the reported issue. Stryker observed that one of the device's batteries was faulty and depleted. The device's second battery charge was also very low. Stryker replaced the device's batteries to resolve the reported issue. The cause of the reported issue was determined to be the faulty and depleted batteries being used in the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker did observe that one of the device's batteries was depleted and the other battery was very low. Stryker replaced both of the device's batteries. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times. There was no report of patient use associated with the reported event.